Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded due to facility protocol and will not be returned for analysis. Postoperatively, the patient was doing great.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) was no longer holding a charge. In addition to the previous response, the patient also underwent the replacement procedure to ensure compatibility with magnetic resonance imaging (MRI) access. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded due to facility protocol and will not be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded due to facility protocol and will not be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - qrb.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded due to facility protocol and will not be returned for analysis. Postoperatively, the patient was doing great.